Manufacturer narrative:
The manufacturer previously reported an issue with the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the power management board was found to operate to design specifications. The device's internal battery was also replaced to address the "service required" code found in the downloaded error log. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.